Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switching was observed due to loss of atrial capture via remote transmission. It was also noted that alerts for atrial and ventricular noise appeared on fastpath, but no egms were recorded. Programming changes were made; system remains implanted.